Event description:
Ipsilateral leg graft appeared to be too long for the common iliac artery. With a three stent body overlap, the graft still would impinge the internal iliac artery. The physician attempted to resolve the situation by "scrunching up" the graft material between the stent bodies in order to compensate for the need to further shorten the graft. With the deployment of the ipsilateral leg graft, one full stent body landed above the bifurcation of the main body graft. An iliac leg extension was deployed in the contralateral limb to support the high placement of the adjacent graft and prevent the possibility of limb occlusion. During the final angiogram, patent internal iliac arteries were viewed, with good flow through the graft. No endoleaks were seen.